Event description:
Consumer called stating some issues with the paradigm link meter accuracy. Analysis run on clark error grid using consumer's competitive meter (288) as ref. Point vs. Bd readings of 439, 173 yielded data points in the c/d zone of the grid - outside acceptable limits.